Manufacturer narrative:
Analysis of the lead 3387s-40 stimloc dbs lot # va1dc1r found that the stimulation lead outer body insulation was damaged at the depth stop site. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the lead was found to have short circuits in all bipolar combinations. The issue was found during a lead impedance check while in surgery ondate notified, and there was nothing contributed to it. The implant was taken new, out of the box, and handled with care but showed short circuits when tested. The damaged implant was removed and a new implant was used, resolving the issue. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.